Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a l4-s1 fusion and implantation of viper cortical fix fenestrated screws using a minimally invasive surgery (mis), while inserting the screw into the right l5 pedicle it became very difficult to turn. Adjustments with the angle of insertion were made and there was a snap as the screwdriver began to turn freely but was not advancing. The screw head broke off from the rest of the screw that was inserted into the l5 pedicle. The surgeon left the screw where it was and skipped connecting that level. The plan was altered to connect the l4 screw with the s1 screw and span the right side of l5. On the left side of the patient he successfully implanted and connected with a rod all three levels of l4, l5 and s1. Procedure was successfully completed with a three (3) minute surgical delay. There was no patient consequence. Concomitant device: unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This report is for one (1) mis ti cfx fen poly 7x50. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: mni. H3, h6: the device history record (DHR) of product code 186727750, lot 142161, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on june 7, 2017. Visual inspection: the mis ti cfx fen poly 7x50 was received at us customer quality (cq). Upon visual inspection, the screw threads and shaft are broken off, along with the flex ball at the base of the screw head. There is no evidence returned to show that the broken off parts of the screw are embedded within the patient. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: current and manufactured revision was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the flex ball is broken and the threads and shaft have broken off as well. However, there are no returned images or x-rays showing the broken off components embedded within the patient. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.